Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of massive hyphema in 1 eye; therefore, the condition of the product could not be verified. Since the sample has not arrived at manufacturing site the complaint file will be closed as a no sample returned. If and when the sample arrives the complaint file will be reopened for evaluation of the sample. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information, the investigation was unable to identify the root cause or origin of the reported event. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instructions for use (IFU) could potentially contribute to an outcome similar to the reported event. Hyphema is a potential risk associated with anterior chamber surgery and is highlighted in the product's IFU. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
This report concerns to the patient with massive hyphema in one eye. There are seventeen medical device reports associated with this report. This is 12 of 17.